Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was excess off current due to an electrically shorted integrated circuit (ic) chip, designator u14, on the digital pcb assembly.  Ic chip u14 caused an excess of 92.5 ua of off current which depleted the internal hybrid layer capacitor (hlc) batteries of the device and prevented it from remaining powered on in order to charge and shock. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator.  There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that it would not remain powered on in order to charge and shock.